Event description:
During the biomedical engineering performance verification of the precision flow unit, the display always reads high flow dwp circuit installed regardless of whether it has a high flow, low flow or no dwp circuit at all. This may result in injury to a neonatal patient receiving a flow that is too high.